Event description:
It was reported that during a low anterior resection procedure, the instrument did not fire properly. The procedure was completed using another device, over sewing of the bowel, and formation of protective ileostomy.

Event description:
It was reported that the resident fired the device with the assistance of the surgeon. The surgeon stated that all proper steps for firing the device were followed and the device was fired correctly. Once the device was fired the surgeon noticed that the device fired malformed staples in approx two thirds of the staple linel an ileostomy was placed which increased the pt's recovery time. The surgeon stated that the ileostomy would be reversed in about 2 to 3 weeks.